Event description:
Customer reported negative hcg results on samples from a (B)(6) proficiency survey. The customer stated that they failed the proficiency survey because, two samples, u-71 and u-75, gave negative results but were supposed to be positive. The site had quantified these samples and found them to contain concentrations of 40 and 105miu/ml, respectively.

Manufacturer narrative:
Investigation pending.